Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the epc system controllers were exchanged.

Manufacturer narrative:
D4: serial number and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the controller was confirmed via testing of the returned product. Visual inspection of the system controller (serial number: (B)(6)) revealed damage to the controller side bend reliefs of both power cables. The controller was functionally tested and passed all tests without issue. The controller was able to support a mock circulatory loop for an extended duration without issue. The downloaded log files collectively contained approximately ~14 days of information (1203:01:31 to 1217:01:24 in a days:minutes:hours format). The pump¿s fixed speed and low speed limit (lsl) were set to 9200 and 8600 rpm respectively. The pump maintained a speed within the expected range throughout the log file when the driveline was connected. The controller was observed to be disconnected from the driveline at timestamp 1217:01:23 consistent with the reported controller exchange. Provided information indicated that the epc controller was exchanged to a heartmate 2 controller. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. All system controller maintenance and the proper actions to maintain the integrity of the controller are described in patient handbook, rev. D. The IFU states how to store, transport, and maintain the system controller to prevent damage to the controller including the strain reliefs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on the epc system controller however the housing of the controller was no longer intact. The decision was made to exchange the controller for a heartmate 2 system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.